Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Product event summary: the pump (B)(6) was not returned for evaluation. The controller (B)(6) was returned for evaluation. A review of the devices' device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Visual inspection of the returned controller revealed contamination within the serial port, both power ports, the pump connectors as well as a missing serial port rubber cap, likely due to the handling of the device. Visual inspection under 10x magnification revealed a crack in the upper housing near the pump connector. An internal visual inspection revealed a crack on standoff post within the controller housing. The observed contamination, cracks and damaged serial port rubber cap are additional findings not related to the reported event. Based on an investigation conducted under CAPA pr00517125, the root cause of the crack found at the corner of the controller was determined to be due to environmental stress cracking from a combination of chemical incompatibility and mechanical stresses. The chemical incompatibility is attributed to mineral oil leaching from the controller¿s housing gasket and migrating to the controller housing. The mechanical stresses are caused by the ultrasonic welding of inserts located within the corners¿ thinner wall. These are additional findings not related to the reported event and likely due to handling of the device. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline crack on the standoff post was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to enviro nmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. An internal inspection did not reveal any evidence of fluid ingress. Functional testing of the controller revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection also revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed one (1) controller fault alarm logged on 12/oct/2024 at 09:52:30, indicating an issue with the internal battery. In addition, log file analysis revealed that the controller was in use for more than two (2) years. Log file analysis also revealed two (2) vad disconnect alarms logged on 8/oct/2024 at 03:56:21 and on 13/oct/2024 at 10:17:13, indicating a physical disconnection of the driveline from the controller. The first vad disconnect alarm is likely due to the reported accidental disconnection of the driveline from the controller, as described in the event details. The second vad disconnect alarm is likely due to the reported controller exchange. As a result, the reported events were confirmed. The most likely root cause of the observed contamination and missing serial port cap event can be attributed to the handling of the device. The most likely cause of the reported vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller, likely due to the reported accidental disconnection of the driveline from the controller as described in the event details as well as the reported controller exchange. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 investigated internal battery issues with controller 2.0. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Additional products: product ID: 1420-controller- serial # (B)(6). H3: yes. D9: yes, return date: 2024-10-23. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-nov-2019 / serial#: (B)(6) d9: no. H3: no. H4: mfg date: 27-nov-2018. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted with a controller fault alarm due to the internal battery end of life. The patient experienced chest pain, palpitations and had some nausea. Upon evaluation the patient was in atrial fibrillation (afib) with rapid ventricular rate (rvr) and was given amiodarone. The patient was put into the progressive care unit (pcu). It was noted that the patient admitted to an accidental disconnection of their driveline (dl) while moving around in preparation of the incoming hurricane in which caused the vad disconnect alarm. The vad dl remains in use and the controller was exchanged. No further patient complications have been reported as a result of this event.